Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate evaluation statement: the device is not being returned and therefore is unavailable for an evaluation. The customer was able to troubleshoot the device with our biomedical technician and found there was no issue with the pump but rather with the set up of the tubeset. The sales rep has provided an inservice to re-train the staff. The customer¿s biomed engineer has tested the pump and returned it to service where it has been in use without an issue. Further, a review into the depuy mitek complaints system revealed no other complaints for this device's serial number. At this point in time, no corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that their fms vue pump system device had a pressure increase unexpectedly. The customer confirmed no patient consequences or delays in the procedure. The customer confirmed the device is not being returned. The customer was able to troubleshoot the device and found there was no issues with it. The replacement was sent back as it was unneeded. No issues were reported with the replacement, it was not even removed from the packaging. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.